Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
It is reported the patient provided photos and was evaluated and found to have edge to edge bite. Patient is also contraindicated.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.